Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Neonate requested initials, date of birth, weight, diagnosis.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "nafcillin given IV per pimp. Primary nicu nurse noted leaking of fluid under syringe pump of unknown amount. The bedside nurse reported leaking. The syringe was not saved. Physician was notified; no new order received. Spoke with pharmacy and future antibiotics will come in 5ml syringed until new 3ml syringed arrive tomorrow from different manufacturer. There was no harm to the infant." An incomplete date of event of (B)(6) 2019 was provided.